Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the bdc was overinflated to 18 atmospheres (atms) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), trek rx instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely the combination of the IFU deviation and the heavily calcified anatomy resulted in the reported balloon rupture. The investigation determined the reported complaint appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was both heavily calcified and tortuous and 99% stenosed. During advancement to the lesion, the trek balloon dilatation catheter experienced resistance. During the second inflation to 18 atmospheres to pre-dilate the lesion, a pinhole balloon rupture occurred. There was no reported adverse patient effect and no clinically significant delay in the procedure. An nc trek was used to complete the procedure. No additional information was provided.